Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, insulin delivery was interrupted due to the customer needing guidance from tandem technical support on proper infusion set insertion techniques. Customer successfully resumed insulin delivery on pump and a manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.